Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as not product was returned.

Event description:
Patient status post distal femur liss plate, screws with distal femur tumor resection and stabilization implanted on an unknown date returned to another surgeon. Patient experienced infection and a non-union. Surgeon removed the hardware on (B)(6) 2011 with patient being revised to ex-fix. The infected area was washed and treated with antibiotics. Hardware was discarded, the original procedure was performed at another hospital. This is six of twelve reports for this event.